Event description:
It was reported that while repositioning the right ventricular (rv) lead for optimum placement during the initial implant procedure, damage of the helix was observed and the helix was unable to fully extend or retract. The rotation of the helix was not tested prior to introduction into the body of the patient. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix damage and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to helix being clogged with blood/tissue and over torqued inner coil in the connector region consistent with procedure damage. The reported event of helix damage was not confirmed. Visual and x-ray examination of the lead did not find any anomalies at the helix region. Electrical testing.